Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a cal error alarm and that her sensor glucose reading was 350 mg/dl, and she treated based on the sensor reading. Later on, the customer's sensor reading was 113 mg/dl, however she checked her blood glucose reading and it was 46 mg/dl due to not eating; customer treated low reading with food. The customer went through troubleshooting. Nothing was replaced or returned.

Manufacturer narrative:
(B)(4). Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.